Manufacturer narrative:
It was determined the customer had run qc in the morning on a reagent kit with just a few tests remaining. Once the kit was empty, the standby kit came into use on which qc had not been performed. The tubing of the probes was kinked and blackened on the inside. The probe was changed and calibration and qc were performed. The patient sample was repeated and the result was 5.9%. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for one patent sample from the cobas integra 400 plus analyzer. The initial result was 3.6% and the repeat result was 12.58%. The sample was repeated on another instrument at the same laboratory and the result was 5.7% which was believed to be clinically correct. The questionable results were not reported outside of the laboratory. The reagent lot number was 488850 with an expiration date of 31-jan-2021.